Manufacturer narrative:
Evaluation: results - evaluation of the returned product found that the alarm powers on, but when weight is taken off the sensor pad, the alarm did not sound any voice or tone alert. There is no physical damage observed to the alarm unit. Note: the instructions for use state that if the alarm and/or sensor do not function properly, remove the alarm and sensor from service and replace them with a properly functioning alarm and/or sensor. Do not use the alarm or sensor if it does not activate each time weight is removed from the sensor, the chair belt sensor is unfastened, or the pir sensor is activated. (B)(4).

Event description:
The customer reported that the alarm has power, but when pressure is off the sensor pad, the alarm did not sound. The customer detached the sensor pad from the alarm and the alarm did not sound. This was discovered during routine check before putting the alarm into use with a patient, so there was no patient incident or injury.